Event description:
It was reported that a pump is alarming but says stopped no disposable alarm. Reviewed the settings, closed the clamp and removed the cassette. Gently tapped cassette and massaged tubing to disperse air bubbles in the line. Replaced the cassette and opened the clamp. Started the pump, pump was running. There was no patient injury reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
H6: event problem and evaluation codes: updates are not required. H10: no product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation. A device history record DHR review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Model number: 6400.